Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited inappropriate therapy due to over-sensing noise and high defibrillation impedance. No intervention was performed. No patient consequences.